Event description:
It was reported that the head of a fully threaded screw broke off and the screw was retained in the patient's bone during a bunion procedure on (B)(6). There was no report of delay, nor impact or injury to the patient as a result of the event. Although this malfunction has not resulted in a revision surgery to date in this event, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that the head of a fully threaded screw broke off and the screw was retained in the patient's bone during a bunion procedure on (B)(6). There was no report of delay, nor impact or injury to the patient as a result of the event. The device was not returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined due to the device not being returned for evaluation. However, it is possible the device was subjected to excessive bending stresses leading to the breakage. Although this malfunction has not resulted in a revision surgery to date in this event, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803